Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). (B)(4) rev 14 risk analysis spreadsheet - eds 3 external drainage system hazard 4.41 - failure of the male luer cap (e.g., fracture, breakage, or cracking) resulting in retained fragment and inability to establish or maintain a secure connection. Effect (harm): delay in patient treatment and csf leakage residual risk: low fracture of the male luer cap can obstruct the fluid path, preventing secure connection or disconnection, which may delay critical treatment and require device replacement. Implemented risk controls mitigate potential harm, and the clinical benefits of eds 3 in safe and accurate csf drainage continue to outweigh the residual risk. Further investigation to be carried out.

Event description:
Nt821731c - red cap that is attached to drain from packaging snapped off . No injuries.